Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, two ventilator inoperative error codes were found in the device's error log relating to '3 reboots occurred within 24 hours' and 'unit is exceeding the requested pressure settings for 10 seconds, high pressure sensor reading, large amount of drift and pinched/blocked tubing.' There is no documentation stated on a root cause and/or any component replacement to resolve the issues. Additionally, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. The device was scrapped per customer request; no repairs were performed.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This device bipap a30 was manufactured 11/09/2011 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.